Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty attaching the infusion set tubing to the connector, describing the tube opening as too wide to screw onto the connector and exhausting multiple infusion sets without achieving a secure connection. Symptoms included no adverse physiological effects, and the patient reported blood glucose of 120 mg/dl without impact to glycemic control. Outcomes included a delay in therapy setup and the need for replacement supplies due to incompatibility between infusion set connectors and the device connector. Investigation included customer follow-up, photo review, verification of lot information, address correction for supply shipments, and collection of affected components. Investigation of this case revealed an incompatibility or mismatch between the infusion set connectors and the device connector, consistent with a connector fitment issue involving the external connector component. It was concluded, based on previously established findings for similar reports, that the cause was product compatibility or selection error leading to a connector interface mismatch.